Manufacturer narrative:
Section h3, h4: additional information. Manufacturer's investigation conclusions: the report of interruption in pump support was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console (sn (B)(6). The returned console was evaluated and tested at mcs zurich under RMA 19-089. Per reported information, the reported event occurred on (B)(6) 2019. However, the log file contained information captured on (B)(6) 2019 with the next entry being from (B)(6) 2019. However, the events captured in the log file on (B)(6)2019 matched the reported events. The errors logged on this date started with an ifd-shutdown and subsequent "+15v check error" with sub-fault "sf_flow_supply_15v" that triggered an active system alert:s3 alarm. Later, sub-faults "sf_lmc_drive_torque_saturated" and "sf_ifd_underspeed" let to the alarm "set pump speed not reached:m5" alarm. The pump speed dropped from ~5400rpm (with a flow of ~5.4lpm) down to ~3270rpm and a flow reading of 0lpm. However, the pump did not stop, but continued to operate at a lower speed. Flow would have continued to be present in the loop. The returned primary console (sn (B)(6) was operated with a test motor, flow probe, and a mock circulatory loop in an attempt to reproduce the reported complaint. The system operated at a set speed of 5000rpm and a flow of ~5.5lpm for over 2 days without any faulty behavior being reproduced. The console always operated as designed. Because the console operated as designed during testing and because the motor used during the reported event was not returned for analysis, the root cause of the reported event could not be conclusively determined nor correlated to a console related issue. The serviced and tested console was sent back to the edc (european distribution center) belgium for final processing and disposition. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The centrimag console is not a single-use device. The age of the device is unknown. No further information was provided. The patient remains ongoing on the replacement system. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support system. It was reported that the system had to be replaced with a backup system due to an unexplained sudden stop. There was no adverse consequences to the patient. No further information was provided.